Event description:
It was reported that the user experienced no glucose readings after applying a new dexcom g7 sensor and had multiple dexcom boxes, leading to uncertainty about the correct pairing code; the user chose to place another g7 rather than continue troubleshooting the code or pairing process. Symptoms included no glucose data availability. Outcomes included the need to replace the sensor and complete user education on correct pairing and sensor selection. Investigation included troubleshooting and education regarding pairing steps and confirmation of the correct sensor type and code. Investigation of this case revealed an incorrect or incomplete pairing workflow with the dexcom g7, consistent with user error, and no device hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.